Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that system was not booting up. After reviewing the log file, fse found the cause of the issue is grabber cards. The frame grabber captures the video from the allura system. Fse replaced the flex vision pc and loaded the software. After the replacement of flex vision pc, the system was returned to use in good working order. The defective part was returned for analysis, and which concluded that the main suspected failed component of the flex vision pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm reported to philips. The fse went onsite and replaced the flexvision pc and a hard disk. The system was returned to its functionality.